Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a total loss of ultrasound during a cataract extraction procedure. The handpiece was exchanged twice with no resolution to the issue. The case was completed using an alternate system. There was no patient impact.

Manufacturer narrative:
Additional information has been provided in h.6 and h.10. The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The company service representative guided the customer to test the system with another phaco handpiece and no problem was found. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).